Event description:
Skin infection occurred 48 hours after the settling of the device. It was necessary to treat the infection with antibiotics but extra hospitalization was not required.

Manufacturer narrative:
Results - six unused, representative units were received for evaluation. Visual inspection of the returned units revealed no physical or mechanical damage to any of the unit's components and no foreign matter was observed. A review of the deice history records and sterilization records revealed no irregularities during the manufacture and sterilization of reported lot number 3030473. Conclusions - a root cause for this incident could not be identified as the returned units met manufacturing standards.